Manufacturer narrative:
Tw# (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/13/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were visual defects observed on the intact silicone insulation on both the cold and hot jaws. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000426121 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had an issue with the hemopro 2 shears on the vh-4000. The insulation separated from the jaws during use. No patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.